Event description:
The pt was implanted on (B) (6) 2009 with an scs system consisting of an ipg and 2 paddle leads. It was reported that on (B) (6) 2009 an x-ray was taken which confirmed that the leads had migrated. There was no stimulation. The physician repositioned the existing leads on (B) (6) 2009 and afterwards there was no stimulation. On (B) (6) 2009 an x-ray was taken which showed that the leads had migrated from the epidural space and into the pt's back tissue. On (B) (6) 2009, it was reported that the leads had been repositioned and the pt was receiving good stimulation.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.